Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the contact attributed the bg to the continuous glucose monitoring (cgm) system not being active on the pump which led to the basal software not being turned on. Juice and cookies were consumed to treat bg. Tandem technical support assisted the customer with successfully turning the cgm session on.